Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) suggest verifying radio frequency (rf) settings. The device remains in service. No adverse patient effects were reported.